Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, high out of range pace impedance measurements were exhibited. During intervention, the pocket was reopened and the lead tested; again, high out of range values were observed. The lead then ultimately explanted and replaced in absence of any adverse patient effects. The explanted lead is intended to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with setscrew marks on the terminal pin at the correct locations. The insulation was separated from the bonding, at proximal end of the distal shocking coils. The observed damage is consistent with explant induced findings. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.